Manufacturer narrative:
Per product labeling: anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 11:05 am, the result was >8.0 inr. At 11:11 am, the result using a different finger was > 8.0 inr. At 1:00 pm, the result from a hospital laboratory using an unknown reagent was 3.9 inr. The patient did not have to seek any inr-related treatment. The therapeutic range is 2.5 to 3.5 inr. The testing frequency was not provided.